Event description:
Oversensing episodes with pacing inhibition were observed on this lead. The lead was capped, left in situ and replaced by a new one.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.